Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics (date not reported). Subsequently, the patient underwent a surgical procedure for skin flap revision on (b)(62 2015. The implanted device remains.